Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated blood glucose levels were addressed by manual insulin injection. Reportedly, on (B)(6) 2022 the customer went to the emergency room for ongoing occlusions, and received treatment of intravenous fluids of saline which resolved the issue with no permanent damage. Multiple follow up attempts were made by tandem customer technical support (cts) to acquire the emergency room release date, however, no response was received by the customer. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.